Event description:
Kimberly-clark corp received notice in 2000 alleging that in 2000, pt experienced vomiting, diarrhea, flu like symptoms, fever, numbness, inflammation, extremities pain and swelling. Pt reported they were diagnosed with toxic shock syndrome. Pt was allegedly using kotex super plus menstrual tampons.